Manufacturer narrative:
The technician found the casters were worn. He replaced the casters and brake bearings to repair the bed.

Event description:
During a bed assessment, the technician found the brake would set but the casters would swivel when pushed from the side.